Event description:
A physician reported a pt who was skin tested on 06 september 1997 with no response and treated in the nasolabial folds and perioral areas on 13 december 1997. On 13 december 1997 the pt developed erythema and edema at the treatment sites. The physician prescribed oral claritine and topical locoid cream on an unk date. The symptoms were considered product related.